Event description:
It was reported that on an unknown date in 2022, there was a possible verse screw and/or correction key failure. Upon manufacturer investigation, it was determined that the threads of the correction key were stripped. This report is for a verse correction key. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event is an unknown date in 2022. Procodes: kwp, kwq, mnh, mni, osh. The initial reporter is a synthes employee. A manufacturing record evaluation was performed for the finished device product code: 199721000. Lot: 333491. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on january 25, 2022 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the threads of both verse correction key were stripped. A dimensional inspection was unable to be performed due to device design. A functional test revealed that none of the were able to assemble to the returned 5.5 exp verse screw 6.0 x 35 p/n: 199721635, as both devices exhibit damage to the threads. The complaint condition was replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the verse correction key would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.